Event description:
The facility representative reported a colleague infusion pump with an "air in line sensor>243" issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of air in line alarms was not confirmed during service evaluation. However further investigation by the quality engineer has confirmed failure code 810:11 as the reported condition. However, the cause was not identified. The pump head tubing channel was cleaned and dried to correct the reported condition.